Manufacturer narrative:
There are no reports of any external trauma or excessive activities that would potentially contribute to fracture of the implanted lead. No imaging was taken prior to the revision procedure. Cause of the lead fracture is unknown based on the information available to the firm.

Event description:
Patient had a nalu peripheral nerve stimulator system implanted on (B)(6) 2023 to treat knee pain. During a reprogramming session in (B)(6) 2024, a nalu representative discovered high impedances. Attempt was made to program around the impedance issues, however the patient was not getting adequate pain relief. On (B)(6) 2024 a surgical revision was performed to replace the affected lead. During the procedure it was discovered that the lateral lead appeared to have been fractured, it was replaced with a new lead targeting the saphenous nerve. The implantable pulse generator (ipg) was also replaced during the procedure to avoid any potential damage from manipulating the existing ipg. The medial genicular lead remained in place and is currently still in use.